Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working. The customer¿s blood glucose was 347 mg/dl at the time of incident. The customer also reported that they were unable to prime the insulin pump. The customer reported that insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.